Event description:
I had sandstone fraxel laser treatment matrix fractional co 2 laser. I went in to have a very easy simple fraxel laser and the doctor and the machine have caused severe burns to my face and skin. This machine should be outlawed. My skin is scarred as if I were in a fire. What are you doing to protect us against this. You need to go on the site "real" self and read about the damage that has been done. Please, please stop this machine and these doctors. Diagnosis or reason for use: this was to help clean skin of sun damage. Not burn my skin.